Event description:
The customer reported false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for one patient that did not match clinical presentation. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 99.68 s/co neutralization confirmatory testing was completed: c1 = 0.29 s/co, c2 = 108.7s/co, 100% neutralization. The sample was retrieved from storage and retested with the qualitative assay which generated the same results. A new sample was collected which generated negative results. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21, with 510k/PMA/bla number p110029.

Event description:
The customer reported false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for one patient that did not match clinical presentation. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 99.68 s/co neutralization confirmatory testing was completed: c1 = 0.29 s/co, c2 = 108.7s/co, 100% neutralization the sample was retrieved from storage and retested with the qualitative assay which generated the same results. A new sample was collected which generated negative results. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, and in-house testing of a retained kit of complaint lot 77583fz00 was performed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for the product. Ticket trending review for the list number did not identify any related trends. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and customer¿s issue. Clinical specificity testing was performed using an in-house retain kit of alinity I hbsag qualitative ii confirmatory, lot 77583fz00. All specifications were met, indicating the lot is performing acceptably. Labeling was reviewed and adequately addresses the customer¿s issue. In this case, the complaint text states that the initial test was not re-centrifuged and tested in duplicate. Alinity I hbsag qualitative ii is a highly sensitive assay which might be susceptible to interfering substances that might trigger positive assay readings, therefore a double retest is required for all initially reactive specimens (= 1.00 s/co). Repeatedly reactive samples must be tested by a neutralizing confirmatory test before disclosing hbsag status to the patient. Neutralization will reveal if the signal was generated by hbsag or interfering substances. Based on the investigation, alinity I hbsag qualtiative ii confirmatory reagent lot 77583fz00 is performing as intended, no systemic issue or product deficiency was identified.